Event description:
It was reported that the nim vital system failed to upgrade to version 1.7.5 after six separate attempts. Prior to the upgrade, a system checkout and a visual hardware inspection were performed¿both passed. Each time, the ¿unmount the usb¿ message appeared successfully, with an audio cue indicating it was safe to shut down the unit. However, the upgrade arrow did not spin as expected, and the unit shut down completely shortly afterward. The prompt to disconnect the usb and touch the screen never appeared. This occurred six times in total, where the unit seemed to attempt the upgrade but ultimately failed to load the 1.7.5 software. On the last attempt, using a different usb port was suggested, but there was still no resolution. The self-test status was green, and there was no build_repo in the global setting. Also the nim system was giving patient interface fault detection. There was no patient involved.

Manufacturer narrative:
H3: product analysis confirmed the reported issue and the device had stim board failure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis for product ID: nim4cm01, serial/lot #: (B)(6) found that the sata ssd card failure. H6: codes of fdr c0201 and img g02007 are applicable for product ID: nim4cm01, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.